Manufacturer narrative:
The customer reported that during prep, the filter was leaking. One used sample of material 10013902, lot unknown was returned. The sample was infused with water, and the complaint of leakage from the proximal air vent was confirmed. The filter was sent to the supplier of the component for further analysis. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier of the filter component found a defect in the filter, related to a partial vent coupon, resulting in the leak. The defect was caused by a vent media reel advancement issue in the assembly process, which the supplier addressed by communicating with personnel to be vigilant, and to escalate any issues found during inspection.

Event description:
It was reported that the bd alaris smartsite extension set had leakage. The following information was provided by the initial reporter: upon preparation for compounding, a technician observed a leaky micron filter included w/ a bd smartsite low sorbing extension set (ref: 10013902). This was observed prior to compounding of drug and IV fluid + tubing w/ filter have been sequestered in ww main pharmacy.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.